Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing increased weakness. It was also reported that the right ventricular (rv) lead had diminished r waves and the rv lead pacing appeared to be abnormal. It was noted that possible noise/oversensing was observed on the rv lead during high rate ventricular episodes. The rv lead remains in use. No further patient complications have been reported as a result of this event.